Manufacturer narrative:
Apoc incident # (B)(6). Apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant false positive result of 0.130 ng/l on a patient. There was no additional patient information at the time of this report. Return product is not available for investigation. Method date collected tested result (unit): I-stat (B)(6) 2020 2415 2419 0.00 ng/l, I-stat (B)(6) 2020 0332 0337 130 ng/l, I-stat (B)(6) 2020 0655 0701 0.00 ng/l, I-stat (B)(6) 2020 0800 0808 0.00 ng/l. Samples: heparin tube whole blood. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. Per I-stat system manual: art: 714258-00t, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 08-jan-2021. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing could not be performed as the lot expired on 24-jun-2020, prior to the abbott aware date of 02-dec-2020. No deficiency has been identified for ctni cartridge lot g19328.